Event description:
It was reported that the patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that delivered inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal. The device delivered therapy for atrial fibrillation (af) with rapid ventricular response (rvr). No programming changes were made. Medication was increased. The patient was in stable condition.